Manufacturer narrative:
Bench repair replaced the touchscreen to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint by the customer on the v60, indicating that the devices touchscreen was not functioning properly. It was reported there was no patient involvement at the time the issue was discovered. Resolution and disposition are pending - investigation is ongoing.

Manufacturer narrative:
Bench repair evaluated the device and confirmed that the touchscreen is not selecting correct buttons on the display, and touchscreen calibration fails. Will order touchscreen to fix problem. Resolution and disposition are pending - investigation is ongoing.